Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an iab circuit leak alarm frequently. The connection was confirmed, and it was confirmed that there were no kinks outside or inside the body. The balloon was replaced to continue therapy and the alarm was resolved. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely unfolded and blood on the exterior of the catheter with traces of blood inside the catheter and membrane. An unknown 0.033¿ guidewire was returned along with a syringe with the one-way valve attached. Two kinks were found on the catheter tubing near the y-fitting at approximately 36.3 cm and 37.6 cm from the iab tip. No other defects were observed. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was unable to insert the guidewire. The inner lumen was found to be occluded with blood and could not be cleared. The unknown 0.033¿ guidewire is too large in size to be inserted into the iab for testing of the inner lumen. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The one-way valve was vacuum tested and it held vacuum. A pump test was performed on the cs300 pump, and no alarm was sounded, the iab failed to meet volume at 140 bpm. The condition of the iab as received indicated two kinks on catheter tubing. Even though we did not replicate the reported alarm, a kink can cause the issue. We are unable to conclusively determine when these kinks may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an iab circuit leak alarm frequently. The connection was confirmed, and it was confirmed that there were no kinks outside or inside the body. The balloon was replaced to continue therapy and the alarm was resolved. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 301606.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab circuit leak alarm frequently. The connection was confirmed, and it was confirmed that there were no kinks outside or inside the body. The balloon was replaced to continue therapy and the alarm was resolved. There was no reported injury to the patient.